Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within spec. No failed battery test noted. Device passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime device during prime test due to faulty force sensor resistor. Device received with no vibrator alert due to broken black wire on vibrator motor. Device received with minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call that the device was dropped and would not vibrate. Customer's blood glucose was unknown. Device had alarmed failed battery test alarm. Device did not vibrate during self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.